Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pump not working, scrotum filled with fluid.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A pump was the sole component received for evaluation. Examination and testing of the returned component revealed a separation in the pump bulb. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth and non-striated, indicating stress was exerted. Abrasion was noted on all tubes of the pump. Based on examination of the returned product, the abrasion marks noted on all tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. The smooth and non-striated surfaces associated with the separation noted in the pump bulb indicated that sufficient stress(s) was exerted on the pump bulb to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.